Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The patient was admitted to the hospital where further troubleshooting was planned. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information provided indicates the revision procedure is scheduled within a week.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The patient was admitted to the hospital where further troubleshooting was planned. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information provided indicates the revision procedure is scheduled within a week. Additional information provided indicates the ICD was explanted and is expected to be returned for analysis. The right ventricular (rv) lead was surgically abandoned in the same surgical intervention and the device system was replaced for non-boston scientific products. No additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The associated investigation determined that the shock lead open fault (fault code 1005) occurred on the day of explant. The x-ray showed an intact plasma fuse. The device was then exposed to returned products test and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The patient was admitted to the hospital where further troubleshooting was planned. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information provided indicates the revision procedure is scheduled within a week. Additional information provided indicates the ICD was explanted and is expected to be returned for analysis. The right ventricular (rv) lead was surgically abandoned in the same surgical intervention and the device system was replaced for non-boston scientific products. No additional adverse patient effects. The device was returned for analysis.